Event description:
It was reported the physician was unable to implant the new lead due to scar tissue during a lead revision surgery on (B)(6) 2010 (reference MFR report: 1627487-2012-14304 and 1627487-2012-14305). The physician decided to remove the entire scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.